Event description:
The healthcare professional (hcp) of a clinical study reported that the patient described an uncomfortable electrical sensation that began over the weekend. The patient felt electrical current in ribs when stimulator was 100 percent charged. Interventions included reprogramming. No diagnostic methods were performed. The etiology was noted as possibly related to the device or therapy and not related to the implant. The severity was noted as mild. The outcome was reported as resolved without sequelae. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.